Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Event description:
It was reported that approx. 2 months after the implantation the patient received inappropriate shocks due to the dislodgement of this rv lead and the lv lead (sentus). A revision took place. This lead was repositioned and remains in service.